Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown cup. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Discarded.

Event description:
A revision operation was performed on a hip due to aseptic loosening of the cup on a total hip prothesis left.